Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also experienced ¿bottoming out of implants¿. On june 18, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/14/2019, mentor became aware that the date of surgery was on (B)(6) 2020, patient experienced bilateral capsular contracture; baker grade iii, and the replacement devices used were catalog number shpx-595; serial number (B)(6) on the left side and catalog number shpx-650; serial number (B)(6) on the right side. The following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (b)(60 2020. Field h6 patient code "capsular contracture" has been added. Field h6 method code has been updated to "device not returned" this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 2, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, anomalies on anterior view were observed on the device consistent with shell wear/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. It is possible the shell wear was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On(B)(6) 2020, mentor became aware that incorrect awareness year was indicated under follow up 1 report section h10. It should have been "on (B)(6) 2020", not "(B)(6) 2019". This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with 550cc mentor memorygel breast implant on left, and with 600cc mentor memorygel breast implant on the right side this patient was then presented with right side rippling, and left side possible rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.